Event description:
The customer reported that her insulin pump alarmed. Troubleshooting was performed. The customer stated that her blood glucose had dropped to 40mg/dl, but her blood glucose was treated with food and went up to 98mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime as a result of a loose drive support disk.